Event description:
A pasv tunneled central venous catheter was inserted for therapeutic purposes in 2005. A fracture was noticed slightly proximal to the catheter cuff due to leaking and oozing at the area. The line had been in place for less than 24 hours. The line was replaced one day later.